Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that the chassis has severe scratches and lens is scratched. Review of the event history log (ehl) showed a system fault 46,828, system fault 42,221, system fault 46,440. During the power on test, the customer reported issue was confirmed. Replaced printed wired assembly (pwa) and upstream occlusion (uso) sensor to correct the issue. Performed downstream occlusion (dso) /uso sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the unit had an error code 46440, 46828, and 42221 during testing". During device evaluation it was found the customer reported issue was confirmed and these error codes were high priority which will interrupt the infusion during use.